Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and nausea. The customer¿s blood glucose level was 348 mg/dl at time of incident. Customer reports they do not feel okay to troubleshooting and did not want to troubleshooting for high blood glucose. Customer stated that they already changed infusion set 3 times and had insulin flow blocked alarm. Customer stated that they in performed a 5.0 unit fill cannula and the insulin exited. Customer was unable to remove set at this time to test site portion of infusion set. Customer states the cannula was bent. The devices will not be returned for analysis. Frn-unk-rsvr,unomed set.